Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP device. The manufacturer received information alleging that a patient passed away. Medical intervention was not specified. The situation is that it seems that the patient passed away while using the device, and detailed information will be provided by police. The causal relationship was unclear, but the death occurred while using CPAP. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP device. The manufacturer received information alleging that a patient passed away. Medical intervention was not specified. The situation is that it seems that the patient passed away while using the device, and detailed information will be provided by police. The causal relationship was unclear, but the death occurred while using CPAP. During the evaluation of the device, no errors were found in the event log. Additionally, after checking the inside of the device, no abnormalities were observed. Based on the operation check and functional test, there were no issues with the main unit. Since traces of odor were found on the main unit components, the parts with odor contamination were replaced. Due to looseness detected in the control dial, the ui panel was replaced. Since a defect was identified, the accessory module flip door was installed.